Manufacturer narrative:
This report is submitted on september 14, 2023.

Manufacturer narrative:
This report is submitted on august 28, 2023.

Event description:
Per the clinic, the patient was hospitalized (specific date not reported) for an infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023 and reimplantation is planned but had not taken place as of the date of this report.